Manufacturer narrative:
Device is expected to be returned for evaluation but has not yet been received.

Event description:
During basic care it was noted that the lumen was cracked between the 0 and 2 cm mark. Catheter was scheduled to be removed later that day but was removed 4 hours earlier than planned with no influence to the condition of the patient.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation in two pieces. The hub was received with the extensions and luers intact and a 3cm length of lumen attached to the hub. A 33cm section of lumen was also received. The end of the lumen appears to be a smooth break. The device and incident information were reviewed by medcomp engineering. Without the lot number of the device a review of the manufacture records was not possible. Visual inspection of the portion of the lumen connected to the hub indicated the lumen end flares and is discolored. The side assumed to be opposite the break is deformed and necks down slightly. Something appears to have happened to the catheter in addition to a break from tensile strain. The distal end of the lumen appears normal. A definitive root cause cannot be determined. The device was implanted for 44 days in a 2-month-old infant. It is possible that the device was subjected to tensile strain due to movement of the child during the implanted period contributing to the device failure. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.